Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that the integrated electrosurgical unit (iesu) or erbe kept faulting out when they turned it on. Prior to calling the customer power-cycled the erbe and also disconnected the foot pedals, and it was still faulting at power up. Tse recommended to change the monopolar coagulation mode to classic to see if that would help. The customer changed it to classic and will try it during the next case. Prior to calling in, the customer hooked up a valley lab to the system and was using it for the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: procedure was completed robotically with a third-party esu connected to the tower. No harm to the patient. Surgeon: michael porter, procedure: ral colostomy reversal.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse will need to perform more troubleshooting due to c-33 error. The system was tested and verified as ready for use. The probable root cause of error c-33 points to high frequency (hf) voltage measurement value too high in on state.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) replaced the integrated electrosurgical unit (iesu) and dual foot pedal (scrap item) to correct the reported problem. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The reported error was confirmed using the system logs which revealed a recurring error. During testing, the iesu displayed an error code upon start-up; however, a review of the logs showed different recorded errors. The complaint was confirmed based on failure analysis. Based on these findings, the root cause of the failure could not be determined.

Event description:
Refer to h11 for follow-up information.